Event description:
After an implantation period of approx. 56 months, an unexpected decrease of the remaining battery charge was observed. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The memory content of the ICD was inspected. The inspection revealed that the ICD activated the safety backup mode, because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the safety backup mode to ensure patient safety. The device successfully re-initialized on december 20, 2022. In the safety backup mode, to ensure patient safety, the parameters (rv: 7.5 v for 1.5 ms) are chosen to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. In this case, the user is notified with a device status error message upon interrogation. This is an expected device behavior. There was no indication of a device malfunction.